Manufacturer narrative:
A supplemental report is being submitted for investigation completion . Product event summary: the six batteries ((B)(6)) were not available for evaluation. Log file analysis was not performed since controller log files were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. The (B)(6) were lubricated prior to release. There is no evidence the lubrication servicing was performed on the batteries (B)(6). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial #: (B)(6), h6: FDA method code(s): b15,b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, additional products: d4: serial # (B)(6), h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14, additional products: d4: serial #: (B)(6), h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14 additional products: d4: serial #: (B)(6), h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14 additional products: d4: serial#: (B)(6), h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Serial# (B)(6). D9:yes 2021-08-30. H3:yes h6:FDA method code(s): b01,b15. H6:FDA result code(s): c19. H6:FDA conclusion code(s): d14. Serial# (B)(6). D9:yes 2021-08-30. H3:yes. H6:FDA method code(s): b01. H6:FDA result code(s): c19. H6:FDA conclusion code(s): d14. Serial# (B)(6). D9:yes 2021-08-30. H3:yes. H6:FDA method code(s): b01. H6:FDA result code(s): c19. H6:FDA conclusion code(s): d14. Serial# (B)(6). D9:yes 2021-08-30. H3:yes. H6:FDA method code(s): b01. H6:FDA result code(s): c19. H6:FDA conclusion code(s): d14. Serial# (B)(6). D9:yes 2021-08-30. H3:yes. H6:FDA method code(s): b01. H6:FDA result code(s): c19. H6:FDA conclusion code(s): d14. Product event summary: six (6) batteries (B)(6) returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed contamination within the battery connector's locking mechanism. The battery was still able to provide power to a test controller and charge on a test battery charger; however, the observed contamination prevented the battery from performing proper mating and locking to the power ports of the test controller. As received, the battery were depleted. The batteries were able to charge on the test battery charger. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements on 7/jul/2020. (B)(6) and (B)(6) were lubricated prior to release. There is no evidence the lubrication servicing was performed on the batteries (B)(6). The most likely root cause of the observed contamination event within (B)(6) can be attributed but limited to the handling of the device. Applicable risk documentation, experience with events of sim ilar circumstances, and the available information were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the c ontroller-port/power-source pins and/or due to contamination in a battery connector locking mechanism. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2021/ serial #: (B)(4), UDI #: (B)(4), mfg date: 07-may-2020, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020/ serial #: (B)(4), UDI #: (B)(4), mfg date: 30-jul-2019, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31jul-2021/ serial #: (B)(4), UDI #: (B)(4), mfg date: 23-jul-2020, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2021/ serial #: (B)(4), UDI #: (B)(4), mfg date: 23-jan-2020, (B)(4). Brand name: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021/ serial #: (B)(4), UDI #: (B)(4), mfg date: 29-oct-2020. Additional information has been requested regarding log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The batteries were replaced. No patient complications have been reported as a result of this event.